Event description:
The user facility reported that during a therapeutic procedure, the users experienced a complete loss of image. The user facility isolated the difficulty to the subject device, but could not recover the image, as they did not have a spare video processor available. The users elected to abort the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not duplicate the user's report of a complete loss of image. The device was tested and was found functioning within standards. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.